Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, reservoir tube cracked and reservoir tube window cracked.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 3.2 mmol/l at time of reporting. Nothing further reported.